Event description:
It was reported to boston scientific corporation in 2007, that a carson zero tip balloon dilatation catheter was used during an ureteral stricture procedure performed on the same day, (female patient; age and weight are unknown). According to the complainant, during the procedure the balloon burst during inflation. The physician removed the balloon. Additional information stated that there were no fragments that detached from the balloon. The device was pulled into the scope and removed with no problem for the patient. The procedure was completed with another of the same carson zero tip balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.